Event description:
It was reported that during a da vinci sacrocolpopexy surgical procedure, it was noted that the system would not recognize the pk dissecting forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation could not replicate the customer reported complaint. The instrument was checked for recognition on an in-house system. The system successfully recognized instrument, showing 7 uses left. The pogo pins did not stick and were not contaminated. Failure analysis investigation also found the instruments pitch cables were frayed. The instrument was found with frayed pitch cables at the distal idler. There was no damage found on pulley and clevis. The instruments grip tips were bent. One grip was bent, causing side to side misalignment of grips. There was a .101 offset at the tips. The bent grip had separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. The instrument passed electrical continuity testing. The bent damage may have been likely due to mishandling/ misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.